Event description:
Additional information from the patient reported there was no change in activity that led to the therapy shutting itself off. The patient noted it would just go on and off. The patient added the issues have not been resolved and it still goes on and off. The patient noted nothing has been done to resolve the therapy going on and off. The patient stated they are waiting for the manufacturer support to come to the healthcare professional's office.

Event description:
The consumer reported that the patient&#38112;therapy was turning off by itself. There had been a couple of times when the patient discovered the therapy was off unexpectedly. Security gates or theft detectors could be related to the issue. It may have been related to trips to a department store, but the patient was not sure. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.